Manufacturer narrative:
The reported event of damage on the tip was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-71235. It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to be separated from the guidewire. When the right ventricular lead was implanted, it was found that there was a damage on the tip. The leads were not used and replaced during procedure. The patient was stable.